Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speed-band super-view super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6)2023. During the procedure, the bands could not be deployed. The procedure was completed with another speed-band super-view super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.